Event description:
It was reported to nova biomedical that a consumer received a result of 231 mg/dl on their blood glucose meter. The consumer immediately tested again using the same meter and test strips getting a result of 425 mg/dl. During the call to customer support, it was revealed that the consumer used a competitor's control solution on her test strips to determine their integrity and accuracy. During troubleshooting, the consumer opened a new vial of nova max control solution, and a control solution test was performed showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The consumer was educated on the directions for use at the time of call. The meter and test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.